Event description:
It was reported that the loudspeaker was defective. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
A good faith effort (gfe) was performed to determine if the speaker produced sound, and it was provided that the speaker was completely out of sound. The bench repair technician (brt) confirmed the issue and replaced the speaker to resolve the speaker issue. The device was operational replacing the speaker.